Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms. One day post-implant, the right atrial (ra) lead had dislodged and exhibited no pacing capture. All slack in the pocket was lost. It was also reported that the right ventricular (rv) lead lost slack over the course of the night and increased thresholds to high values including loss of capture. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was bradycardic with symptoms of lightheadedness and dizziness.